Event description:
Rn responded to iabp alarm "low battery", despite machine plugged in. Changed outlet, troubleshooting measures performed, perfusionist on call paged, datascope help line called and unable to assist with problem.====================== manufacturer response for intraaortic balloon pump, (brand not provided)======================they will be sending replacement parts.